Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.the manufacturer internal reference number is: (B)(4).

Event description:
A customer reports that the laser did not fire intermittently and had poor illumination during a surgical procedure. The system was exchanged to complete the surgery with no harm to the patient.

Manufacturer narrative:
The company service representative examined the system and replaced the laser module and the illuminator assembly. The surgeon stated the system was inoperative for a year. As preventative measures the footswitch and the tray arm assembly were replaced. The system was then tested and met all product specifications. The system was manufactured on july 24, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause for the reported event of laser failure can be attributed to the non-conforming laser module. The root cause for the reported event of illuminator issues can be attributed to a non-conforming illuminator assembly. (B)(4).